Manufacturer narrative:
H.6. Investigation summary: catalog: 442021, batch no.: 3109871. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positives in 3 bottles. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): biofire detected non-viable organism. If yes, was patient treatment changed in result of erroneous results (provide details): customer is unsure, but assumed they were put on antifungals. Hazard, injury or erroneous results? Yes. Steps taken with customer/troubleshooting: customer had three c. Tropicalis blood cultures (non-viable dna) in the last two weeks. Total quantity of product showing defect: 3 bottles.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positives in 3 bottles. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): biofire detected non-viable organism. If yes¿was patient treatment changed in result of erroneous results (provide details): customer is unsure, but assumed they were put on antifungals. Hazard, injury or erroneous results? Yes. Steps taken with customer/troubleshooting: customer had three c. Tropicalis blood cutlures (non-viable dna) in the last two weeks. Total quantity of product showing defect: 3 bottles.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.